Manufacturer narrative:
A revision is scheduled to be performed to replace this lead. No additional information is available. Once the lead has been explanted and returned for laboratory analysis, this report will be updated.

Manufacturer narrative:
A lead revision was performed and this lead was capped and successfully replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead went to the clinic after hearing tones being emitted from the associated device. It was discovered that the shock impedance measurements were above 125 ohms. No adverse patient effects were reported.